Event description:
It was reported that the patient had a lot less pain relief in the last ¿oh, probably the last 4 or 5 months, 3-4 months ago.¿ the patient had spoken with his healthcare professional (hcp) about this. The dose was increased and drug was changed from morphine to dilaudid. It was also reported the patient was ¿on too many medications¿ and he had side effects from those. The patient reportedly took 4mg of dilaudid orally every 6 hours and a ¿couple¿ muscle relaxers due to cramping. There were no volume discrepancies reported and no alarms were coming from the pump. It was further later reported the patient was having a pump replacement on (B)(6) 2015. He was feeling anxious. Then, on (B)(6) 2015, it was reported the patient was recovering from the surgery and was doing better. The recovery had reportedly been tough; he had a reaction to the medication that was used during surgery. The worst day had reportedly been (B)(6) 2015 but he was doing better the following day. It was also later reported that the patient had been ¿injured¿ due to a ¿defective¿ pain pump system¿s failure to deliver medications as prescribed which reportedly required removal and/or replacement of the ¿ defective¿ device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device. No further information was provided including the patient¿s outcome. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the pump was used to deliver dilaudid. No rotor or dye studies were performed. The patient recovered without sequela.

Manufacturer narrative:
No analysis was performed at this time due to litigation; analysis of the device was not authorized. Should analysis be performed in the future, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n170297, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomalies. Eval code conclusion no longer applies. Eval code-result no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.